Event description:
The device was used during low anterior resection procedure. It was reported by the rep. The surgeon stated that she dialed the instrument into the proper firing range properly and the upon firing the cdh the instrument did not cut properly or form staples properly. The sales rep. Was not present in the case but the surgeon was very upset as the anastomosis was very difficult to over sew and very low down in the pelvic cavity. There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual and functional results, it appears as if the instrument was not fired through a complete firing stroke. This is evidenced by the breakaway washer being returned uncut but with a slight indentation around the entire circumference. It should be noted that to ensure the instrument has been fired through the complete firing stroke, the trigger must be fully actuated. A tactile feedback will be felt when the breakaway washer has been fully cut. This will ensure proper formation of the staples and a complete cut of the donuts. The instrument was reloaded and fired. It fired and formed the staples as designed around the entire staple ring with an acceptable cut on the test media and the breakaway washer. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.